Event description:
It was reported from a customer stating syringe has condensation in it and gray particulate on rubber plunger.

Manufacturer narrative:
It was reported from a customer stating syringe has condensation in it and gray particulate on rubber plunger.to date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue.a photo was provided for review and the reported problem/issue was confirmed.in an abundance of caution, this medwatch is being filed for the reported problem/issue.if additional relevant information becomes available a supplemental medwatch will be filed.